Event description:
I had previously sent a sensor back because it was damaged, I had purchase from cvs pharmacy they sent a replacement. When I got ready to put on my arm, I noticed that it had a needle in the sensor which I had never seen before I touch it, and the needle was sharp. I got on the phone and call freestyle. They said they were sorry that happened and told me they would send out a replacement in 2 days, I'm waiting on the replacement this is the second time. I had to send a sensor back to freestyle I told the representative on the phone if I would have tried to use it I would have bled a lot because this needle is really sharp, I also have pictures if you need any proof. Ref report: mw5171296.